Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for pump use was not provided. An email was received from the patient¿s daughter on 12-dec-2018 which stated, ¿I want to inform you that my mother¿s internal pain pump that the FDA banned in 2016 has almost killed my mother.¿ no additional information and/or complications were provided regarding the event.